Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor quality color images. There was no injury associated with this event.

Manufacturer narrative:
The customer purchased a new ultrasound system with a new, compatible s8-3t model transducer to replace the suspect transducer. During the installation of the new ultrasound system and transducer, the transducer involved in this event was not retained at the customer site. Since the device was not returned for evaluation and a return is not anticipated, no failure analysis can be performed.